Event description:
Study pt. It was reported that difficulty was experienced during a pta/stenting treatment procedure as part of the clinical trial. Following successful deployment of the model-express renal stent, the balloon would not retract back to the 6fr cordis brite tip guide catheter. Attempts were made in deflating and inflating the balloon and trying to withdraw it. However, after multiple attempts it was decided to remove the whole system. The guide catheter, express renal balloon catheter, and the guide wire were removed as one system. No pt injuries or complications were reported.